Event description:
It was reported that during installation process, while performing all manifold test, the cardiosave intra-aortic balloon pump (iabp) fill manifold test failed. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6)

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: h6 medical device problem code. A getinge field service engineer (fse) reported that they reconnected the pneumatic and pcb connections but the issue persisted. The fse also tested with a new pim, and after initially passing the test, the issue reappeared. The fse once again adjusted the pneumatic and pcb connections. The fse replaced the fill manifold assembly and reinstalled the helium cylinder. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part number 0997-00-0565 assy, helium reservoir serial number (B)(6) with a reported unit failure of fill manifold test was failing intermittently. The failure analysis and testing dept. Performed a visual inspection and observed that parts were missing from the assembly. Please see attachment. Due to the missing parts from the helium reservoir, the fat dept. Cannot investigate this complaint any further. The reservoir assembly must be sent back as a whole assembly. Parts should not be removed for the reason that each part requires tightening to a specified torque. Retaining the assembly in the fat dept. Per procedure number (B)(4) rev.as. Probable root cause is impossible to define.

Event description:
N/a.